Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as blister like, red and swollen with bleeding. The patient went to the emergency room for treatment and a doctor prescribed hc valerate steroid cream and advised the patient to remove the lifevest. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.